Manufacturer narrative:
Patient weight is (B)(6). The device was requested but has been discarded by the site. The lot history record (lhr) review revealed no non-conformances related to the reported adverse event. The devices from this lot conforms to its predetermined specifications and requirements, including for stent retention. Dislodgement is captured in the risk assessment as a known potential hazard. The investigation determined that a definitive conclusive cause is not able to be assigned to the reported complaint. Though unable to be confirmed, potential causes of dislodgement ex-vivo may include inadvertent rough handling during sheath removal and/or inadvertent slight inflation of balloon prior to sheath removal. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
After unpackaging a 3.5x24mm cobra pzf¿ nanocoated stent system without issue on (B)(6) 2019, for planned use in a percutaneous coronary intervention procedure, the stent came off balloon when technician was pulling negative pressure during preparation with contrast. The device was not introduced into the patient at any time. Another same size cobra device was prepped and deployed without issue. No additional information was provided.